Manufacturer narrative:
Corrected information: event description. Delivery system listed in the event description corrected to "novaflex+ (nf+)".

Event description:
As reported by the edwards (B)(6) affiliate, during the implant of a 29 mm sapien xt valve by tf approach, the novaflex+ (nf+) balloon was inflated with 2 ml less volume as the patient had a severely calcified lvot. Immediately post valve deployment, the annulus ruptured and the patient became hypotension and bleeding was noted. The surgical team managed to resolve the situation but it was also discovered that the pacemaker had ¿pierced the ventricle¿. The bleeding was stopped but hypotension worsened. The patient received 2 units of blood but hypotension did not improve. Surgical intervention was performed. Unfortunately, the patient passed away.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the annular rupture was believed to be the bulky calcification in the lvot. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during the implant of a 29 mm sapien xt valve by tf approach, the commander balloon was inflated with 2ml less volume as the patient had a severely calcified lvot. Immediately post valve deployment, the annulus ruptured and the patient became hypotension and bleeding was noted. The surgical team managed to resolve the situation but it was also discovered that the pacemaker had ¿pierced the ventricle¿. The bleeding was stopped but hypotension worsened. The patient received 2 units of blood but hypotension did not improve. Surgical intervention was performed. Unfortunately, the patient passed away.

Manufacturer narrative:
Corrected dates in outcomes attributed to adverse events, date of event, and report date based on new information received.